Manufacturer narrative:
(B)(4). Approximate age of device ¿ 42 days. The device remains in use supporting the patient. A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced gastrointestinal bleeding on (B)(6) 2015. The patient's international normalized ratio (inr) was 3.2. The patient was on coumadin and aspirin (81mg). An upper gastrointestinal series and colonoscopy were completed and a polypectomy was scheduled to be performed on (B)(6) 2015. Anticoagulation (coumadin) was held and the inr returned to therapeutic. The patient was discharged home on (B)(6) 2015 on low dose coumadin and an inr goal of 1.5-1.8. No additional information was provided.